Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for eval. However, the facility returned sixty-six (66) unused safsite valves in their original packaging indicating each of the reported lot numbers [61309824 (20 samples); 61347837 (20 samples); 61345333 (14 samples); 613443889 (5 samples); 61309822 (6 samples); and 61347806 (1 sample)]. All 66 returned valves were subjected to weepage and back pressure testing according to specification with acceptable results. In an attempt to replicate the reported incident, each valve was then accessed with a syringe four different times and then re-tested each time at varying pressures (2 psi, 5 psi, 10 psi, and 45 psi water pressure). There were no leakages or back flow observed during the testing time frame. Review of the discrepancy management system database performed for the reported lot numbers did not reveal any abnormalities or nonconformances of this nature. Without the actual sample, a thorough evaluation could not be performed at this time and no specific conclusion can be drawn. If additional pertinent info becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports "safsite leakage after activation with syringe injecting propofol from the end of the female luer opening (up to 30ml of blood of a pediatric pt)". Potential lot numbers involved: lot 0061309824, mfg: on 09/2013, exp on: 08/31/2018. Lot 0061347837, mfg: on 12/2013, exp on: 11/30/2018. Lot 0061345333, mfg: on 11/2013, exp on: 10/31/2018. Lot 0061344389, mfg: on 11/2013, exp on: 10/31/2018. Lot 0061309822, mfg: on 08/2013, exp on: 07/31/2018. Lot 0061347806, mfg: on 01/2014, exp on: 12/31/2018.